Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: unavailable. The devices were received and evaluated. Only the one way valve from the 284649 tube set was returned. The remainder of the tube set was not returned. Also the 284503 was also received. Visual inspection on the 284503 reveals that there is fluid in the section of the tube near the filter. This would indicate that the filter became wet. The wet filter will not allow any pressure testing to be done on the tube set. The one way valve was pressure tested and there were no leaks found. This complaint cannot be confirmed. A review into the depuy synthes mitek complaints system revealed no other complaints of any type for the lot of the 284649 tube sets that were released to distribution. The lot number was not provided for the 284503 tube set, so a complaint system review could not be done. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that the reservoir filled with water although all the caps are closed. According to the reporter, the tube set did not contain a fill chamber which was in the reported failure. There was no delay in the surgical procedure as an identical spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.